Manufacturer narrative:
A delay occurred as a result of the reported event. During the time of the event, an employee initiated a processing cycle and observed fluid leaking from the front of the unit onto the countertop and work room floor. The employee cancelled the cycle and began to clean up the water that leaked onto the floor when fluid splashed onto the employee's hand causing the reported burn. The employee subject of the reported event washed their hands, sought medical assessment at a nearby outpatient clinic, and returned to work. A steris service technician arrived onsite to inspect the system 1e and observed water on the countertop and towels on the floor around the unit. The technician found that check valves 2 and 3 were stuck closed. This created an air pressure condition inside the chamber causing air and water to push past the seal between the top of the tray and lid seal. The technician replaced the float block assembly which contains check valves 2 and 3, ran a diagnostic and processing cycle, and found the system 1e operational. The system 1e is under service contract and no additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while cleaning up a water leak from their system 1e.